Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 1 message. This complaint was classified based on the customer care advocate (cca) documentation, as the pt was unwilling to speak with the medical affairs specialist on twenty three days later. The pt reported the meter was prompting an error 1 message for 2 to 3 weeks before contacting lfs; so, he was unable to use the meter. The pt reported feeling weak, tired, and having "trouble with his vision" at some point (either before or after the alleged meter issue began). The pt denied receiving medical attention following use of the meter. The pt did report taking his usual dose of medication, which is 15 units of novolin n, 500 mg of glucophage, and 5 mg of glucotrol. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the pt alleged he was unable to test, took his insulin and oral diabetes medication, and reported symptoms, which could be suggestive of high or low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.